Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a crack in the battery tube side and received battery failed alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer did not receive another alarm after replacing battery. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. No unexpected failed battery test was noted. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Battery cycle 17.0 received the lowbatteryalert (104) on 04/20/2025 09:57:00 faster than expected at 0.0 days. Battery cycle 13.0 received the lowbatteryalert (104) on 04/10/2025 16:11:00 faster than expected at 0.0 days. Battery cycle 11.0 received the lowbatteryalert (104) on 04/10/2025 15:45:00 faster than expected at 0.04 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records.(failed batt test alarm was recorded). Proceeded with the following testing to assure proper functionality of the unit. Unit passed self test, unit passed the sleep current measurement, and active current measurement test. No failed battery test alarm noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. However, moisture damage was found at the harness vibrator board. The following cosmetic damages were noted: scratched case, cracked case (battery tube), pillowing keypad overlay, cracked case, cracked battery tube threads, cracked keypad overlay, and stained keypad overlay. In conclusion, customer concern was confirmed of failed battery test alarm. In addition customer concern of crack near battery compartment was noted when a cracked battery thread, cracked battery tube, and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.